Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result from a single patient that was generated by the synchron ls I 725 instrument. The accu tni result was 3.95 ng/ml. The result was reported out of the lab. The physician questioned the result. The customer collected a fresh sample from the patient and retested for accu tni. The accu tni result was 0.05ng/ml. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to the patient treatment attributed to or connected with this event.